Event description:
Needle pull off. Customer reports that needle pulled off suture before it was removed from the package. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.